Event description:
Baxter reported that a pump was involved in an incident of overinfusion at the facility. The nurse reportedly hung a 50ml bag of normal saline containing insulin at a concentration of 1u/ml. The rate reportedly was set for 6.8ml/hr and volume to be infused of 50ml. One hour and fifteen minutes later, the pump alarmed "air in line" and the nurse found the bag was empty. The pt was given IV dextrose immediately. The customer stated that the reported actual events and the event history log were in disagreement. Despite baxter's efforts to obtain additional info, details were not available regarding pt's demographics, diagnosis or status, pt injury, or set up of the infusion device.